Manufacturer narrative:
Device evaluation summary completed on june,11th ,2020. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel 325cc silicone breast implants which the left side ruptured after implantation. The issue of rupture confirmed by the physician. Patient also reported fatigue, headaches, weird sharp pains. These were not diagnosed by the doctor. Patient mentioned these symptoms to the health care provider. As a result, patient had the device explanted and replaced with another mentor saline device on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2020, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).